Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The non bsc in-stent 100% restenotic, calcified lesion was located in the severly tortuous proximal right coronary artery (rca). The pt2 guide wire was advanced to the mid rca, but was not a "true lumen." Then the distal tip was prolapsed and fractured. The fractured distal tip remained in the proximal right coronary artery. The physician attempted to retrieve the distal tip with a snare device, but was unsuccessful. The pt2 guidewire was withdrawn without resistance, and two additional guidewires both from another manufacturer, were used. Another manufacturer's balloon dilated the lesion, however, the balloon ruptured. The procedure was not completed. The guidewire tip remains inside the pt. The patient's status was reported as "stable".

Manufacturer narrative:
Additional product info: 185, straight, 1-pack.